Event description:
Reporter alleged that he attempted to test on the compact plus meter but could not as it did not have power. Reporter stated that he began acting funny sometime in the next 24 hours and his wife called the emts after also attempted to test on the same compact plus meter. She was also unable to get it to power on. Reporter alleged that the emts arrived shortly, obtained a 300 mg/dl result on their system and treated him with insulin, he believes 6-8 units. Reporter stated he became unresponsive at the hospital and the nurse obtained a 27 mg/dl result. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device was confirmed for no power.